Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of distal gastrectomy, the surgeon started firing the device to the cut end of the stomach, however the surgeon could not squeeze the handle halfway. The surgeon removed the device from the tissue. They replaced the device with a new cartridge, and connected to the same handle, and the procedure was completed with no problem. They checked the cartridge in question and noted that the firing stopped at 1cm from the proximal end. There was no patient injury.